Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. It was also reported that the patient's associated lead was not working, however we have no information on the model and/or serial combination of this product. At this time, no intervention has been performed and the pacemaker remains in service. No adverse patient effects were reported.